Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented through merlin.net transmission, noise was observed on the atrial and ventricular channels. A couple of instances of rv lead noise and multiple triggers of atrial lead noise were observed over few months of remotely monitoring the leads. The rv lead noise was oversensed as ventricular fibrillation (vf). Review of transmissions suspected that the noise was due to external electromagnetic interference (emi). The source of emi was undetermined. The patient was stable. No further information is available.